Event description:
It was reported that the product was plugged in and turned on to test before induction both camera and light work fine. Then when the blade is inserted into the patient's mouth, the light cuts out with the camera still going.". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).